Event description:
The egs rep reported the procedure was completed successfully. However, upon removing the device and endoscope from the stomach, the physician noticed a 4 to 5 cm long laceration. It was the physician's opinion that the laceration did not appear to be deep. He ordered an upper gi and the diagnosis of the upper gi showed an esophageal mucosal tear. It was the physician's opinion the pt was asymptomatic and was given ppis as a treatment. The pt has recovered and is doing well. The physician is unsure if the incident was device related or technique related. The device was not available for evaluation. A review of the DHR indicates the materials and process are in accordance with their respective specifications and the device was built to its specification.